Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "high"; although specific value not provided, cause was unknown. Customer attempted to self-treat via correction bolus via pump and correction injection, however; was treated intravenously with fluids of saline and insulin to address the elevated bg. Customer was released the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.